Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated based on the cgm sensor reading of 400 mg/dl, he took too much insulin, which caused a severe hypoglycemic event (no symptoms were provided). His bg meter reading was 90 mg/dl, however it was not indicated when this reading was taken. An ambulance was called, and glucose syrup was given. The patient stayed at home to recover. After the event the patient was feeling better but had developed severe anxiety and panic attacks for which his clinic has provided him with necessary psychological support. . Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.